Manufacturer narrative:
Foot right timing linkage. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the foot right timing linkage was broken and the rail would not stay in the up position. No adverse consequences have been reported.